Event description:
Health professional reported that a pt allegedly experienced "nausea, vomiting and dehydration" with a lap-band device. Prior to removal of the device, the pt reported to the surgeon: "since [the pt] has been eating better, the nausea has gone away." At a later appointment, due to persistent vomiting and the feeling that for a week the pt couldn't "get anything down," an esophagogastroduodenoscopy (egd) and a barium swallow study were performed. The pt stated that the esophagogastroduodenoscopy showed a "pouch above the band." However, the surgeon's notes state that the esophagogastroduodenoscopy results showed that the band was in "normal position" and "fine." Nonetheless, based on the pt's symptoms, the entire sys was removed without replacement.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Vomiting, nausea, dehydration, and intolerance are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of nausea and vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." Device labeling addresses the reported event of dehydration as follows: "there were add'l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects included: ...dehydration." In addition, device labeling addresses possible foreign object reactions as follows: "special care must be used when handling the device because contaminants such as lint, fingerprints and talc may lead to a foreign-body reaction. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."